Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation from the spinal cord stimulator (scs) system. As a result, the patient underwent an explant procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) lead were removed. The patient was doing well postoperatively, and the explanted devices will not be returned as per facility policy.